Event description:
Procedure: colectomy. According to the reporter: the patient was returned to the or about a week after surgery. When the patient was opened up, it was found that the ta staple line closure was completely open and the patient had peritonitis. Re-operation, peritonitis, unintended ileostomy. Additional patient progress report has been requested.